Event description:
The distributor (B)(6)reported through our product mgr, mr. (B)(6), an event of breakage of the product. The event happened after the closing of the last screw. The surgeon completed successfully the procedure. No adverse consequences reported by the customer.

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering eval.